Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. During device preparation it was noted that the valve was unable to be fully re-sheathed into the valve capsule of the delivery system using the re-sheath wheel. The micro-adjustment wheel was used to close the gap. The length of the membranous septum was 7mm. During the procedure the valve was re-sheathed two times. During implant, the valve was unable to re-sheath completely with the re-sheath wheel. The micro-adjustment wheel was also used to close the gap. The valve and delivery system were removed from the patient inspected. The first delivery system appeared to be kinked and the valve capsule was deformed. A new 25mm navitor vision valve and large flexnav delivery system. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). Post-implant the patient went into heart block. Temporary pacing was placed. The following day the patient's rhythm returned to baseline. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. During device preparation it was noted that the valve was unable to be fully re-sheathed into the valve capsule of the delivery system using the re-sheath wheel. The micro-adjustment wheel was used to close the gap. The length of the membranous septum was 7mm. During the procedure the valve was re-sheathed two times. During implant, the valve was unable to re-sheath completely with the re-sheath wheel. The micro-adjustment wheel was also used to close the gap. The valve and delivery system were removed from the patient and replaced with a new 25mm navitor vision valve and large flexnav delivery system. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). Post-implant the patient went into heart block. Temporary pacing was placed. The following day the patient's rhythm returned to baseline. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.